Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering too little insulin. The patient experienced elevated blood glucose levels. The patient was treated with an injection of insulin at the hospital. The infusion device was requested to be returned for product evaluation.